Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in austria, during deployment of a 29mm sapien 3 valve, the balloon burst when approximately 50% of the volume from the atrion syringe was delivered to the delivery system balloon. Additionally, a leakage at the backside of the handle of the delivery system was observed. The valve was partially deployed so the atrion syringe was refilled and the valve was inflated until it appeared secure. A new delivery system was used to fully deploy the valve and mild aortic insufficiency was observed. At the time of the report the patient was stable.

Manufacturer narrative:
Initial engineering evaluations showed that the delivery system balloon was able to be inflated with no leakage from the balloon area. Thus, there was no balloon burst as reported. The investigation is ongoing.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual, dimensional and functional analyses were performed. During balloon inflation, a leak was confirmed under the balloon shaft strain relief at the y-connector and a complete break was confirmed on balloon shaft distal to y-connector. A kink on flex shaft distal to the nose cone handle was observed, but was considered likely due to the returned packaging. No other abnormalities were observed. During dimensional inspection, the balloon shaft outer diameter (od) distal to the break was measured and found to meet specification. The complaint for leakage was confirmed, however the cause has not been determined. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage. However, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. A CAPA was initiated to investigate leakage on the commander delivery system and document and necessary corrective and preventative actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.